Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
According to our field service engineer, the service was canceled as the customer did not accept the quote for parts that need to be replaced. The parts that need to be replaced are the expiratory cassette membrane and the preventive maintenance kit. No further problems have been reported after the event. The expiratory valve consists of a membrane in the cassette that is operated by the axis of the expiratory valve coil. The valve is fully open as long as no power is supplied to the coil. When the operating limit has been exceeded or if the membrane for some reason has become defective, it must be replaced. The root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).